Event description:
Caller reported an error with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. A complete pump reset was performed with assistance, resolving the issue successfully, and the caller was able to start a new sensor session without further issues.